Event description:
Hold for du/7/22 it was reported that this pacemaker system exhibited loss of capture (loc); it was discussed that pacing was not displayed for two to three seconds. In addition, pacing lead impedance increased from approximately 300 ohms to 800 ohms remaining within normal limits. As a result, a right ventricular (rv) lead conductor fracture was suspected. This device was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received, upon data review, out of range pacing lead impedance measurements greater than 2000 ohms were identified. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes (h6) in section h, device manufacturers only and to provide additional information on the describe event or problem (b5) , section b, adverse event/product problem. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc); it was discussed that pacing was not displayed for two to three seconds. In addition, pacing lead impedance increased from approximately 300 ohms to 800 ohms remaining within normal limits. As a result, a right ventricular (rv) lead conductor fracture was suspected. This device was surgically abandoned and replaced. No additional adverse patient effects were reported.